Event description:
In 2009, the patient reported that for the past 3 months, he has had elevated blood glucose levels. His normal range is 100-150 mg/dl. He stated that for the past 3.5 weeks his readings have elevated to the 500 mg/dl range which is rare for him. Symptoms are extreme fatigue, frequent urination, and anger. He said he boluses insulin to treat his elevated readings. He stated he has lost weight in the last few weeks and switched to a new type of insulin 6 months ago. The patient was advised to contact the insulin manufacturer as to the recommended use time. He said his doctor advised him to change his basal and bolus rates on his insulin infusion device which he has done but it has not resolved the issue. On follow up with the patient three days later, the patient stated his blood glucose levels decreased after the initial report. He stated he has now had a cortisone shot so he knows his levels will increase. He stated that as a result of the shot, his blood glucose readings have been around 200 mg/dl which is normal for him. The infusion device was replaced and requested to be returned for evaluation.